Manufacturer narrative:
The reported event of dislodgement due to twiddler's syndrome was not confirmed. As received, a complete lead was returned in one piece. Electrical test, x ray examination, and visual inspection did not identify any anomalies.

Event description:
Related manufacturer reference number: 2017865-2021-35264. It was reported that the patient manipulated his pocket and pulled his leads back. Upon interrogation, dislodgement of right atrial lead and left ventricular lead was confirmed. Both leads were explanted and replaced on (B)(6) 2021 with no complications. The patient was in stable condition.